Manufacturer narrative:
(B)(4). The patient had to get the device replaced as a result of the product problem. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the both of the patient's urethras were being drained since the patient had no bladder. Some time after the procedure, the catheter broke under the fixation part of the pigtail and an additional procedure was required to replace the device.